Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified left forearm vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation and was initially inflated at 20 atmospheres for 30 seconds. However, during the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.